Event description:
It is reported that pt presented with a symphysis pubis disruption at or greater than 2.5 cm. Implanted 6-hole 3.5 mm recon plate. After 3 weeks, pt heard a snap. X-rays showed plate broke at the screw head plate interface. Fracture has not shifted and no surgery is scheduled as of yet.